Event description:
Pump reported to overinfuse. The original report from nursing was that the pump was infusing morphine at a rate on 1 mg/hr, but that the readings on the pump indicated that in 30 minutes 6mg of morphine had infused (reading was 20.1ml volume to be infused, then 30 minutes later 14.1). New batteries were inserted at the beginning of the 30 minute period. The hospital biomedical department could not duplicate the complaint. Nursing administration stated that the pt displayed no signs or symptoms or narcotic overdose and no interventions were done. The pump was sent to product services for evaluation.

Manufacturer narrative:
Eval: the unit met all performance specifications for rate and accuracy. The complaint could not be duplicated.